Event description:
It was reported that a spectrum pump had system error 105 while in use on a patient (medication and infusion parameters unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 occurred upon powering the device on, thereby confirming the customer's allegation. However, further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex. Evaluation also found severed motor mount screws which may have contributed to the reported condition. The motor assembly was replaced.